Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient programmer would only let her decrease stimulation and would not work to increase the stimulation and patient was trying to increase stimulation because their bladder symptoms were not being controlled. The patient reported a sudden return of some leakage and stated that they were 'going to the bathroom really fast' and would have to run to the bathroom to get there. Patient was not feeling stimulation and therapy was off. Patient walked through successfully turning ins back on however it was too soon to determine if the patient's symptoms were resolved. Caller increased the patient's stimulation on p1 until they felt it strong but comfortably. The patient's husband stated that none of the programs seemed to do real well and the patient had tried them all. The caller stated the patient had been working with mdt rep, they had told them to try each program out again for 14 days and to track the patient's symptom control and write the symptoms down for only the middle 5 days out of each 14 days stretch to see which program was the best. Caller stated patient started on p3, then p2 and now patient was on p1. Patient stated about 2 weeks and then stated maybe last week there for patient didn't know which year 2016 or 2017 symptoms returned. Patient was advised to consult with doctor for more information. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.